Manufacturer narrative:
A product investigation was completed: the screwdriver was returned with the end cap installed. There is a crack in the handle through the section which holds the end cap. There are no broken fragments from the handle. The end cap does not fall out on its own. The device is otherwise in good condition. A visual inspection, drawing review and device history record review were performed as part of this investigation. The complaint regarding the cracked handle is confirmed. Replication of the complaint condition is not applicable as the device is already cracked. The screwdriver is noted in multiple trauma system technique guides including: 2.4mm lcp distal radius and pediatric lcp plate. In each instance the driver is available for the insertion of 2.7mm screws. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for: DHR review for part: #03.110.007 -synthes lot # 7893405. Release to warehouse date: (B)(6) 2015. Expiration date: na. Made by: (B)(6). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the proximal swivel metal part of the screwdriver came apart from the screwdriver handle during plate removal on (B)(6) 2017. The reason of dismantling is that the screwdriver handle is cracked and not repairable. The surgery was successfully completed with no surgical delay. No more information is available at this time. This complaint involves one device. This report is 1 of 1 for (B)(4).